Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an azithromycin infusion run infused too fast. The azithromycin was set to run as a secondary and infused over 60 minutes. The infusion completed in less than 20 minutes. The pump still thought abx was infusing since primary infusion just took over. There was patient involvement, but no harm. The customer provided the following additional information. The date of event was (B)(6) 2026. The routine azithromycin was intended to infuse at 250ml/hr with a volume to be infused of 250ml. The other medications were noted as well during the event: hydromorphone pca 30mg/30ml, continuous rate of 0mg/hr with bolus doses of 0.5 mg every 20 minutes with a four-hour max of 10 mg. Ns 0.45% 100ml/hr. Ceftriaxone 1 gram in 100ml.